Event description:
It was reported that this patient received two inappropriate shocks due to smaller amplitudes. The shock impedances were low and out of range. The system was reprogrammed to secondary vector with smart pass turned on. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filled to include device analysis information.